Event description:
A manufacturer representative (rep) reported that they were in the or attempting to connect with ins using tablet but received validation error 00 01 00bb. The rep exited the workflow and attempted to re-interrogate, didn't receive the message but got "no device found" (with ins still in the box). The rep used another ins and obtained the same validation error but then mentioned their other tablet "conked out" on them so the current tablet they were using was older. Caller reinstalled the application with version 2.0.2465. Caller attempted to interrogate the second ins again and got the same validation error but then were able to continue into the session and start usage so it could be implanted. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a71200, serial# unknown, product type software, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.